Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg). Cg value not provided; however, cgm read 'high'. Elevated bg was addressed via a correction bolus. Cause was unknown. Tandem technical support began troubleshooting with customer and requested they attempt to deliver a bolus to ensure drops are present at end of tubing. Immediately following this request, the customer declined to provide additional information or continue troubleshooting.